Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply and interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error. Additional information was received from the field service engineer confirming that the system failed to boot as a result of the error. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
(B)(4). The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of communication failure errors and the system would not boot. Upon investigation the fse found an open wire in the interconnect cable; and the 5vdc power supply was only producing 4.86 vdc and could not adjust above the needed 5 vdc. Either of these problems could cause a communication error; a single root cause could not be determined. The fse replaced the interconnect cable and power supply; adjusted the power supply; and verified system functionality. This complaint does not represent a malfunction because the system was manufactured more than seven years ago and components wear out over time.